Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information received from the local field representative indicated that the lead does not plan to be revised at this time. The physician plans to monitor the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition. It was reported that the patient was not pacemaker dependent. There were also low pacing impedances measurements less than 200 ohms. Subsequently, additional information received indicated this patient experienced a syncopal episode. A review of the device data indicated that there were many non-sustained ventricular tachycardia (nsvt) in the logbook. Daily measurements were programmed off and the pacing impedance was currently 517 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Approximately one year later we received information that the device and the associated leads from another manufacturer were explanted. The specific reason was not provided, however it was reported that there were product performance issue with the other manufacturer's rv and ra leads. There were no product allegations associated to the pacemaker.